Manufacturer narrative:
Investigation revealed that there was no system malfunction. Without case logs, the root cause cannot be determined. However, the preoperative merge can be more difficult depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. Preoperative merge shifts can cause navigational integrity and can lead to the misplacement of implants. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by x-ray during surgery.